Event description:
It was reported that the patient possibly received inappropriate shocks. It was also reported that the patient slept close to the circuit breaker where the power comes into the trailer and it was thought that this might be causing the shocks. The patient has not followed up with their physician and no additional information was available from the clinic. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.